Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator's graphic user interface4 (gui) went blank while the unit was being set up for patient use. It was reported that the patient is "ok" and that there was no treatment delay.

Manufacturer narrative:
(B)(4). The service engineer evaluated the unit and logs. No hardware related error codes were found stored in the memory. The software was updated. All performed tests and calibrations were then passed.